Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. It was noted the patient's programmer also reflected a communication error. It was also reported the patient's ipg is inoperable. The sjm representative met with the patient and confirmed the issues. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced with a different model. The patient reported effective stimulation coverage postoperative.